Event description:
It was reported that a stent was dislodged during a direct stenting procedure to treat an ostial lesion in the rca. During advancement, the physician observed resistance between the stent delivery system (sds) and either the guide catheter or the guide wire. The sds was removed, the guide wire was exchanged, and a second sds was advanced. During advancement, cath lab staff noticed that the stent was missing from the first sds; the physician withdrew the second sds together with the guide catheter and guide wire as a unit. After removal from the anatomy, the dislodged stent was found stuck on the distal end of the second sds. There were no pt effects.